Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The pediatric patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the arm. On (B)(6) 2024, the patient was sick and weak. The cgm was reading low, and no bg meter comparison was taken at this time. The patient was treated by the sister with locuzade (sugar). The patient experienced stomachache, vomiting, frequent urination, headache, and thirst. The patient was taken to the hospital by the sister and there diagnosed with diabetic ketoacidosis. At an unspecific time, the bg reading was 33.3 mmol/l while cgm reading was low. At the hospital the patient was treated with intravenous insulin. No information was documented when the patient was discharged from the hospital. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.